Event description:
A penile prosthesis was implanted sometime in 1995, date was not indicated. Shortly after the original implant the entire device was removed from the pt due to infection, date of surgery was not indicated. Ams has requested add'l info.